Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless footswitch lost communication with the base station. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional testing, the fse found that the wireless footswitch lost communication with the base station and would not reconnect. As troubleshooting steps fse tried to pair wireless footswitch from another room with base station and connection was successfully established. The fse confirmed that the wireless footswitch was defective. The defective wireless footswitch returned for analysis, and it confirmed that the when connected to compatible base station no signal was being sent when pressing the footswitch pedals. Even when resetting the connection. Base station showed the footswitch being connected but neither x-ray nor safety signal was being send through to base station. To resolve the issue, the fse replaced the wireless footswitch. After replacement and being synchronized with the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.